Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed approx 14.5 cm distal to the is-1 connector pin deformations of the outer conductor coil as mentioned in the complaint description. It is reasonable to assume that these damages resulted from a tight suture. Furthermore cuts in the insulation were observed which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4) we received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting loss of capture and elevated threshold measurements and had dislodged. A revision procedure was performed and physician reported under the suture sleeve there appeared to be two indentations potentially caused by a tightened suture. The physician also poked a hole through the insulation of the lead. The lead was removed from service and replaced. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.